Event description:
Smiths medical foreign country has informed us of an event that at 11:15 the tube was orally inserted into the pt. At 18:40, an alarm for hypoventilation beeped and the pt vocalized. Checking the tube the hosp found that the inflation line had detached from the tube. The product was tested before use per the instructions for use and orally inserted. No adverse outcome reported. Event occurred at hospital - foreign country.